Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-28, lot# v088840, implanted: 2008 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3031a, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient needed to ask a couple questions about her device. The patient started seeing the ins low battery indicator 2 days ago (monday). The patient didn't see the ins low battery indicator all the time. When the patient was going to increase stim this morning she saw the ins low battery indicator but when she checked her device last night she didn't see the ins low battery indicator. The patient was on program 3 at 4.9v. It was noted sometimes the patient didn't feel stim then all of a sudden stim gets really strong. This had been going on for a month. The hcp (healthcare provider) already scheduled her for the replacement. If additional information is received, a follow up report will be sent.